Manufacturer narrative:
This report is being resubmitted. It was originally submitted on 9-oct-2019 with core ID: (B)(4) and could not be processed by cdrh. Refer to cesub ticket # (B)(4). One opened probe was received with a tip protector, in a tray, for the report of failure of cutter during surgery. The returned sample was visually inspected and found conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Clear foreign material was observed inside of the inner cutter. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate. The complaint evaluation confirmed that the probe had an actuation failure. The most likely root cause for the actuation failure is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the actuation failure cannot be determined from this evaluation and the probe was able to actuate once the observed interference was removed. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that actuation failure of probe occurred and guillotine could not move during surgery. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There was no patient harm.